Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 500cc and experienced deflation on the right breast implant as a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information, indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 700cc gel implants, catalog # 3507004bc, s/ns (B)(4). Device evaluation summary: it was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 500cc and experienced deflation on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 700cc gel implants, catalog # 3507004bc, s/ns (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device and on the shell surface. During visual examination of the device, pe observed a crease on the posterior view extending to the anterior. A rent was discovered within the crease on the posterior view measuring approximately 0.3 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation (pe) team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).